Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported failure was confirmed through review of the device logs. The investigation determined that the reported system fault 75 was due to a technical operation error during device servicing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was sent to the resmed service center in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).